Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through full functional testing including power cycling using a known good test battery and ac power without duplicating the report. Review of the device log on what is most likely the event date shows two low battery message warnings. However, the report cannot be confirmed since the state of the battery is unknown and not returned as part of this investigation. It's important to note that not all events described by the customer aligned with the log data. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.